Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer report #(B)(4): a gastrostomy was performed on (B)(6) 2022 to place the device. When making the change of the enteral nutrition, the enfit connector ruptured and the enteral nutrition is observed. The y adapter was replaced. There was no other medical intervention required.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided from customer complaint report, and no photo sample/actual sample with a lot number was received. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue, determine a root cause or relate it to a manufacturing process. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. Based on the above analysis, the observed occurrence of harm (o) is (1, improbable) which is equal the range of the expected occurrence of harm (o) (1, improbable). This complaint will be used for tracking and trending purposes.